Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-06, information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone via an implantable pump. Indications for use included malignant pain. Medical history included decreased mental status from previous opioid use; as a result, the patient was reluctant to take opioids. Concomitant medication were not reported. On (B)(6) 2015, the patient had their most recent refill prior to the event. On (B)(6) 2015, the patient reported increased pain secondary to withdrawal. Subsequently, the pump was reprogrammed and the patient was administered morphine. The event resulted in in-patient hospitalization with a clinical diagnosis of opioid withdrawal. According to the hcp, the events were related to the device or therapy; the events were related to the hydromorphone, as the patient did not follow the opioid weaning schedule. The patient relied on the pump opioid, causing withdrawal. The patient did not fully understand the opioid weaning instructions, and instead relied on the newly implanted pump for pain relief. Subsequently, the pump infusion rate was increased and a personal therapy manager (ptm) was initiated. On (B)(6) 2015, the events resolved without sequela.